Manufacturer narrative:
Complaint conclusion: the report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta)/stenting procedure, the smart control stent was delivered to the target lesion and was released. During deployment, the stent jumped forward and was deployed distal to the target lesion. Another stent was deployed to cover the proximal portion of the target lesion and complete the procedure successfully. There was no patient injury reported. The target lesion was reported to be a slightly tortuous and none calcified superficial femoral artery. No additional target lesion information was available. The temperature exposure indicator was checked to confirm that the black dotted pattern with a grey background was clearly visible. The product was inspected prior to use and appeared to be normal. The product was stored and handled properly according to the IFU. The product was prepped properly according to the instructions for use (IFU). The diameter of the unconstrained stent size was 1-2 mm. Larger than the vessel diameter. The locking pin was in place during advancement and was removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back to the lesion prior to deployment. The handle of the sds was held flat and straight outside the patient. The additional stent placed was fully expanded with good wall apposition. No thrombus was noted post-deployment. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15585095 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta)/stenting procedure, the smart control, iliac 7x100ml stent was delivered to the target lesion and was released. During deployment, the stent jumped forward and was deployed distal to the target lesion. Another stent was deployed to cover the proximal portion of the target lesion and complete the procedure successfully. There was no patient injury reported. The product will not be returned for analysis. The target lesion was reported to be the superficial femoral artery. The lesion was reported to be: slightly tortuous, and not calcified. No additional target lesion information was available. The temperature exposure indicator was checked to confirm that the black dotted pattern with a grey background was clearly visible. The product was inspected prior to use and appeared to be normal. The product was stored and handled properly according to the IFU. The product was prepped properly according to the instructions for use (IFU). The diameter of the unconstrained stent size was 1-2 mm. Larger than the vessel diameter. The locking pin was in place during advancement and was removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back to the lesion prior to deployment. The handle of the sds was held flat and straight outside the patient. The additional stent placed was fully expanded with good wall apposition. No thrombus was noted post-deployment.